Event description:
It was reported that during vaccination with mckesson prevent® sg glide safety hypodermic needles the needle was occluded. Patient had to be re-stuck in order to administer. The following information was provided by the initial reporter: team member attempting to administer vaxelis vaccine to child. Following stick to right vastus lateralis unable to administer medication as the needle acted as though it was occluded. Required a second stick to the child to administer the medication.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 01-aug-2023 h.6. Investigation summary: ten samples in two different shipments were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Six samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 2188470. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report # mw5119094. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during vaccination with mckesson prevent® sg glide safety hypodermic needles the needle was occluded. Patient had to be re-stuck in order to administer. The following information was provided by the initial reporter: team member attempting to administer vaxelis vaccine to child. Following stick to right vastus lateralis unable to administer medication as the needle acted as though it was occluded. Required a second stick to the child to administer the medication.